Event description:
Caller states that wife tested first thing in the morning at 85mg/dl. Caller reports that a few minutes later his wife passed out. The paramedics were called and transported customer to the hosp where she tested at 140mg/dl. No treatment for blood glucose while in the hosp. Quality controls were used and reportedly fell within acceptable range. Requested return of suspect device and replacement was sent.